Manufacturer narrative:
Unit passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm.

Event description:
Customer reported via phone call insulin flow blocked and high blood glucose. The customer's blood glucose was above 400 mg/dl at the time of call. Trouble shooting was performed and found recurring insulin flow blocked alarms. Customer states the tubing is bent or kinked. Advised to avoid sharp bends in the tubing such as bending/straining the tubing where it connects to the reservoir. Customer states they have tried all remedies. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.